Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The lesion being treated was located in a shunt. The physician inflated a 5.0 x 20/40 (4f) sterling balloon catheter 5 times between 10 and 14atms in the target lesion. Upon the 6th inflation at 14atms the balloon ruptured. The procedure was completed with this device and it was successfully removed. No complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).